Event description:
It was reported the pt's stimulation was weaker. The sjm representative met with the pt for reprogramming, and was able to increase the stimulation to the legs and buttock area. Stimulation to the back area was not achieved. The pt was scheduled for an additional programming session at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.